Event description:
The following has been reported: work description: pump was sitting in pump garage with sticky note attached stating "only one down arrow working." Closing comments: powered on pump and tested buttons. Only the double down arrow button works, regular down arrow is no longer functional. Replaced upper case. Bme replaced as upper case was swapped. Bme updated from stm-2407 to 57018. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided repairs information, only the double down arrow button worked, regular down arrow was no longer functional, so upper case was replaced to solve the issue. Despite several requests for the part return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation. The reported issue seems to be linked to a defective keypad but based on available information the root cause of this defect remains unknown. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring." This complaint is considered as not confirmed the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.